Manufacturer narrative:
(B)(6). H6. Investigation summary: bd received 1 photograph from the customer for investigation. Visual inspection of the photo revealed oil gel globules in the serum. In addition, 100 retain samples from bd inventory were visually inspected, and no oil gel globules were observed. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. If complaints for sample quality reach an action level, additional testing may be required. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was confirmed for oil gel globules. Bd was unable to identify a root cause for indicated failure mode. Patient conditions, tube storage and processing conditions, and centrifugation settings, can impact the quality of the serum and the presence of gel globules. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes the user noted oil gel globules within two (2) tubes. No health impact or consequence reported.